Event description:
The customer reported that during preoperative setup, it was discovered that one of the four sides (the side opposite the chevron seal) of the sterile package containing the 24k100 tubing set had not been sealed. Follow-up with the customer revealed all remaining tubing sets at the facility were inspected and there were no similar abnormalities noted. Since this anomaly was immediately detected during setup, there was no patient involvement and no delay in switching out the tube set.

Manufacturer narrative:
On (B)(4) 2014 conmed received a 24k100 tubing set with its original packaging. Visual inspection by the packaging engineer confirmed the sterile package was not sealed during the manufacturing process, as there was no evidence of the adhesive present. This product is manufactured and packaged by conmed (B)(4). The root cause investigation performed at conmed (B)(4) revealed that this particular package did not pass through the sealing process. This anomaly was determined to be related to the manufacturing operators not using a "one piece flow" process. As a result of this finding, all involved operators were retrained to follow a "one piece flow process" to ensure that an open package will not be missed during the sealing process. Additionally, an inspection fixture will be implemented to aid in the visual inspection of the seals after the packages are sealed. A review of the device history records showed this tube set was manufactured on 30-jan-2014 in a lot of (B)(4) with no noted discrepancies during the manufacturing process. To date, no similar complaints have been received for this item and lot number combination. In addition, a review of product history for this device from (B)(4) 2012 to (B)(4) 2014 found 2 similar reports for this failure mode with no associated injuries. During this time frame, over (B)(4) were sold worldwide, making the rate of occurrence for this failure mode at (B)(4). It should be noted, of the three (3) reports of open seal, two (2) of the alleged complaints could not be verified, as the products and the involved packages were not returned for evaluation. Based on received information, the "wide open seal" was easily detected by the surgical staff during preoperative setup, and prompted the use of another tubing set without incident. Additionally, it is highly unlikely that a "wide open package" would be undetected prior to use. As with all medical devices, examination of the products occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). Additionally, good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact.